Event description:
It was reported by the customer that the device failed leak down test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was due to mechanical failure of the oridion board - failed leak down test. A review of the device history record showed the device had a manufacture date of 16oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted failed leak down test was confirmed due to a bad oridion board, replaced it with a new oridion board. No need to update a new logic board because the device already got a new logic board p/n tc10009459. Also front case was damaged, replaced it with new front case assembly. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed leak down test. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device failed leak down test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device failed leak down test. There was no additional information provided and no patient involvement.